Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Concomitant: syringe. Admitting diagnosis: fever of unknown origin (fuo), elevated wbc, dehydration. Past medial history: short gut syndrome and gastrointestinal surgeries although requested, information on race and ethnicity, were not provided.

Event description:
It was reported that while clinician was verifying the rate of total parenteral nutrition and lipids, the module wherein vancomycin was infusing, stopped without alarming and provided an error message. Due to the event, vancomycin was partially infused as the module continued to receive errors and the trough that was scheduled at 11:30 had to be readjusted. The event occurred at the pediatrics unit. Per non-bd biomedical engineer, devices were inspected and no issues were found. Risk authorization cleared them for release and all devices were placed back in service.